Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regp3084 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regp3084) have been reported from the same facility.

Event description:
It was reported "after placing a 20ga 10cm pg, I flushed line and it leaked out of the catheter right at the connection between the pink hub and catheter.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed. One 20 ga x 10 cm powerglide pro catheter and product sticker label were returned for evaluation. The catheter was flushed with water and a leak was noted at the proximal end of the catheter extending from the hub. Microscopic inspection of the leak location revealed a ¿>¿ shaped split in the catheter. The characteristics of the damage are consistent with damage caused by retraction against the needle. The product instructions for use (IFU) warnings state, "warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter." Since a split in the catheter was found to be present, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "after placing a 20ga 10cm pg, I flushed line and it leaked out of the catheter right at the connection between the pink hub and catheter."